Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of over 625 mg/dl, vomiting, and dehydration. The customer alleged the pump "failed;" however, this could not be confirmed as the customer declined troubleshooting with tandem technical support and declined to provide additional information.